Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited intermittent sensing which resulted in episodes of inappropriate mode switch. Programming changes were made. The patient was in stable condition.